Manufacturer narrative:
The serial number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. No product was returned for evaluation as the issue could be solved at hospital after sales representative visit. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, this hemosphere monitor displayed a central venous pressure (cvp) value of 40 mmhg, which was 10 times greater than the value of the mindray monitor it was getting the parameters from. After replacing with three other monitors and cables, the issue remained. It was confirmed that correct values were the ones provided by the mindray monitor. After sales representative visit, it was verified that an incorrect analog input voltage setting led to this issue. Problem was solved by correcting this setting and customer was instructed to avoid issue recurrence. There was no allegation of patient injury.